Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 3 infusion set cannula kinked event on 17-aug- 2024 within 3 hours after insertion. The site of insertion was abdomen. The blood glucose level was found o be 412mg/dl. Patient took correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .

Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 3.